Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 16.4 mmol/l (295.2 mg/dl). The pod was worn between 4 and 24 hours on the arm. It was noted that the cannula was bent. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The pod was received with cannula deployed. The soft cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Blood residue was observed on the adhesive pad of the received pod. During investigation, no damages or defects were found on the fluid path components and the bottom housing that would cause bleeding/bruising at the infusion site. The actual cause of the reported bleeding/bruising could not be determined.